Event description:
It was reported that a neurologist could not interrogate a patient's generator during a follow up visit. Information received from a company representative indicated that troubleshooting was performed on the neurologist's programming system as well as checked the battery in the wand and emi but no anomalies were found. Further information from the neurologist indicated the patient had been in a car accident two weeks prior to the follow up visit and the patient no longer perceived stimulation or magnet stimulation since the car accident. The neurologist further evaluated the patient and stated the lead was bulging on the neck area. System diagnostics had been performed a week prior to the car accident and they were within normal limits. Due to the patient being incarcerated, surgery plans were made after the patient was released. Further information was received from the office of the surgeon indicating the patient underwent generator replacement surgery due to being unable to interrogate the patient's generator previously. Good faith attempts to obtain product return have been unsuccessful up to date.